Manufacturer narrative:
Updated data: b5 - event description additional codes - imf health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, a procedural delay of about 20 minutes due to the infolding as a team loaded a new valve. During the implant of the new valve, moderate paravalvular leak (pvl) was observed prior to the post-implant balloon aortic valvuloplasty (bav). No additional adverse patient effects were reported.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29; product type: 0195-heart valves. Product ID: evproplus-26; product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon (true). Cusp overlap technique was performed for commissural alignment. During the first implant attempt, the valve appeared constrained and may have infolded at the inflow part of the valve. The valve was recaptured and a second attempt to deploy was made and the valve infolded. The valve was recaptured and withdrawn from the patient. A new pre-implant bav was performed with a 20 mm non-medtronic balloon (true). A new valve was loaded and implanted at an implant depth of about 4-5 mm. The valve appeared constrained with paravalvular leak (pvl). A post implant bav was performed with a 22 mm balloon. Mild to moderate pvl was observed with great hemodynamics (160/70 millimeters of mercury (mmhg)). It was noted that no misload was observed on both valves and they were checked in all recommended ways. No further treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit fully submerged in cloudy 0.2% glutaraldehyde solution. All leaflets were dry and stiff. Severe creases were found on the leaflets. As received, all leaflets were in a semi-closed position with a gap between the free margins. Coagulated bloody tissue was found on all commissures. All commissures were dry and were intact. The valve was received in a crimped state. The inflow showed a reniform appearance. Severe creases were found on the valve skirt tissue and leaflets. The valve was submerged in a warm saline bath. The valve maintained a compressed condition possibly from being inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one static image was provided for review of the event description above. Images from the patient¿s executive pre-case planning summary were provided for anatomical review. These images showed significant leaflet calcification. A fluoroscopic valve load inspection image was not provided for confirmation of a good load. An infold was reported in this case. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.